Manufacturer narrative:
Device evaluated by MFR. The eval of the valve is still ongoing. Method: x-ray. Gross examination of the valve showed a pannus overgrowth on the outflow of the valve. The x-ray didn't show any sign of calcification of the valve. The histological analysis is still ongoing. No definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is currently in the process of being evaluated.

Event description:
The MFR was notified on (B)(6) 2014 that a mitroflow valve (serial was not indicated) was explanted after 1.5 years due to stenosis and insufficiency. The valve was implanted in the pulmonary position in (B)(6) 2012. The pt was considered for a valve-in-valve percutaneous therapy, but not possible in the cath lab. The mitroflow valve was explanted and replaced with homograft.

Manufacturer narrative:
This mitroflow valve was implanted in pulmonary position and explanted after 1 year and 6 months due to a reported prosthesis steno-insufficiency. Pannus overgrowth observed in this valve affected leaflet movement and also contributed to valve stenosis. Small intrinsic calcifications were detected in leaflet a. Histological analysis identified inflammatory cells on both samples. The medical literature clearly states that children in this age group are at significant risk for rapid deterioration of implanted bioprosthetic cardiac valves at times due to exuberant fibrous pannus formation. The exact etiology of pannus formation is not known, but multiple factors have been implicated. Contributing factors described in the medical literature include surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The instructions for use of the mitroflow valves state that this prosthesis is designed for aortic valve replacement and that patients 55 years of age or less, and patients on chronic hemodialysis, may experience accelerated deterioration of a bioprosthetic valve. Review of the device history records confirmed that the valve satisfied all material, visual, and performance measures of a size 25 mitroflow valve, model lxa at the time of manufacture and release. In addition, detailed and systematic analysis as part of sorin's commercial quality assurance revealed no additional clinical features, findings on diagnostic imaging or findings on pathologic evaluation that might have contributed further to this outcome beyond the substantial risk imposed by the patient's age for any implanted bioprosthetic cardiac valve.

Event description:
The manufacturer was notified on 12 may 2014 that a mitroflow valve (lxa, size25) was explanted after approximately 18 months due to stenosis & insufficiency. The valve was implanted in the pulmonary positon in (B)(6) 2012. The patient was considered for a valve-in-valve percutaneous therapy, but not possible in the cath lab. The mitroflow valve was explanted and replaced with homograft.